Manufacturer narrative:
Evaluation of returned device found the product to be asymmetric. The screw appears to have been flattened, but there is no evidence of surface damage on the screw. The lack of abrasions or signs of force suggests the damage occurred during the molding / manufacturing process while the screw was still malleable. The screw has been forwarded to the supplier for further evaluation. (B)(4).

Event description:
It was reported that patient underwent acl procedure on (B)(6) 2011. During the procedure, the surgeon attempted to implant an interference screw but the screwdriver would not mate with the screw. The indentations in the head of the screw appeared to be off-center. The procedure was completed using another screw that was on hand. No patient injury or delay in the procedure was reported.